Event description:
Pt requested removal of a right port-a-cath that had been placed 4-5 yrs ago and was nonfunctioning on removal, the surgeon noted that 4-5 cm from the hub there was no catheter present, which he attributed to fatigue over a long period of time. The fractured piece of catheter was located in the right atrium was removed by interventional radiology without incident.